Manufacturer narrative:
(B)(4). The device was activated on simulated tissue and the jaws could not firmly grasp the material to make a seal. Regrasp alarms sounded when activating the instrument. Inspection found the tip of one jaw was cracked and the overmold had broken off exposing the underlying metal. The jaw was damaged as if the surgeon used the tip to pry hard material or inadvertently grasped a metal object and resulting in cracking of the tip. The overmold was cracked and the metal was bent as if rotated while applying force to the tip. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
Bleeding was reported to be 50cc in volume. The device was returned for evaluation and initial inspection discovered a 3mm piece of the plastic overmold was missing from the jaws. The surgeon has stated that this did not occur during the procedure; therefore, nothing could have disengaged into the patient cavity.

Manufacturer narrative:
(B)(4). Date of initial report : 12/14/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred during a laparoscopic gastrectomy even though an end tone, indicating a completed seal cycle, was heard. The same issue occurred on the next attempt. There was no injury to the patient.